Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was an issue related to the spinal cord stimulation (scs) ins. An MRI was performed for an unrelated medical reason on the patient who had a pump in addition to the scs devices. After the MRI, the patient was followed in the pain department for verification of pump functionality. The patient noted that stimulation was no longer in the same region. The patient also noted a feeling of higher temperature. It was noted that the MRI had a 1.5 tesla magnetic field, was of the lumbar region, and was done on (B)(6) 2018. The parameters in the ins were present and showed a head only icon for the MRI functionality. An impedance check was done and contact 1 was greater than 10000 ohms. This contact was not used in programming, and it was not clear if this impedance was different than before the MRI. The battery level of the ins was 3.040 volts. The stimulation was now in the flank and no longer in the legs. The left column was in the left flank, and the right column in the right flank. Other configurations were tried, but stimulation remained in the flank. Further investigation was to be performed on (B)(6) 2018 before further action is decided. The issue was not resolved as of (B)(6) 2018. The patient was alive with no injury. Additional information was received from the manufacturer representative. On (B)(6) 2018 the pump was changed and other spinal surgery was also performed. During the procedure, c-arm fluoroscopy was done and the surgeon stated that the lead was still in the same place and could not move due to scar tissue. At this point the issue was not resolved. The patient would be followed closely for any changes during an undetermined amount of time before taking surgical actions. It was noted that this information was confirmed with the healthcare professional.